Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the device could not shock with external paddles. Another defibrillator was brought into the operating room, and the test there also showed that the paddles were not working. Other paddles were tested with a new defibrillator and were also found not to work. (B)(4) addresses the first set of paddles and (B)(4) addresses the second set of paddles. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by the third-party service engineer and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device did not shock with internal paddles. The device was reported to be used on patient. However, no user/patient harm has occurred. No patient event file was provided to philips for review. Third-party service engineer evaluated the device onsite and determined there was a malfunction of internal paddles which were replaced to resolve the issue. Malfunctioning paddles were scrapped by customer and not available for investigation. The device is working per manufacturer's specifications, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective internal paddles. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the device could not shock with internal paddles. Another defibrillator was brought into the operating room, and the test there also showed that the paddles were not working. Other paddles were tested with a new defibrillator and were also found not to work. (B)(4) addresses the first set of paddles and (B)(4) addresses the second set of paddles. The device was reported to be used on patient. However, no user/patient harm has occurred. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.